Event description:
Device 1 of 3. Reference 1627487-2013-23210; 1627487-2013-23211. The patient rec'd two scs ipgs. One ipg was implanted in the patient's abdomen (device 1) and the other in her buttocks (device 2). It was reported the patient underwent surgical intervention on (B)(6) 2013 to explant the ipg from the patient's abdomen as she was not pleased with the placement. During the procedure, the second ipg was repositioned and a new lead extension (device 3) was connected to the existing lead. F/u info revealed the lead extension eroded through the patient's sutures. Add'l surgical intervention took place on (B)(6) 2013 to resolve this issue. It was later reported the patient was receiving effective stimulation and there were no further issues at the erosion site.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.